Event description:
The customer reported that the alarm silence / reset button on the ventilator could not be activated. The device was not in use on a pt when this event occurred. The covidien customer support engineer (cse) verified the malfunction by measuring the resistance during activation and found that the membrane was defective. The cse inspected the device and replaced the membrane and the overlay. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).